Manufacturer narrative:
Concomitant medical products: ddmb1d4, ICD, implanted: (B)(6) 2017.

Event description:
It was reported that, post-operatively, the patient's right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and atrial intermittent oversensing. The patient felt a weird sensation in the chest. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.